Event description:
It was reported that groshong valve failure because even after removing the syringe from the proximal end of the catheter there is a continuous back flow of blood into the catheter and whole catheter is filled with blood.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp3251 showed no other similar product complaint(s) from this lot number.